Manufacturer narrative:
The reason for this compliant was to report while inserting the cup the threads broke off and some threads were left inside the patient. Positioner's possible time in service is 1.7 years. This event occurred during surgery near the patient. The incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. Part of the device was returned and device evaluation anticipated but not yet begun in djo surgical for examination. Examination confirmed the returned positioner shows the threaded tip broken off (piece not returned). The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance, refer to the instructions for use (IFU). Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. There had been no previous complaints against the reported lot number. Summary of complaints: 6 functional, 1 dull/worn, 17 threads damaged/galled, 1 instrument damaged the implant, 1 bent, 79 broke/cracked/damaged, 1 other. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. The root cause of this event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - while inserting the cup the threads broke off. Some threads were left inside the patient.